Event description:
The dental implant fx4810mlc was removed on (B)(6) 2019 due to failure to osseointegrate 8 months and 16 days after implantation. The patient has no significant medical history. The patient has recovered without complications.